Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) level of 588 mg/dl; the cause is unknown. The customer delivered a bolus and administered a manual injection to resolve the issue. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was instructed to consult with the healthcare provider regarding bg level.